Manufacturer narrative:
The customer's report extension tubing set separated at the engagement below the micron filter was confirmed. Visual inspection of the set noted breakage at the outlet port of the 0.2 micron filter component. The filter port was broken off and was still within the end of the detached tubing. Further inspection of the broken port areas observed whitish colored stress markings at the corresponding areas of breakage. This is likely evidence of excess force being applied. No other stress marking, obvious damage, or issue was observed on the rest of the set's components. Functional testing was deemed unnecessary due to the obvious separation/damage. The root cause of the observed damaged filter outlet port was identified as supplier assembly, handling, and shipping processes in addition to a manufacturing assembly issue involving excess solvent application at the affected engagement. The device history record for model 20027e lot 19105765 shows the set was manufactured on 10oct2019 with a total of (B)(4) units. There were no quality notifications issued during the production build of this set.

Event description:
It was reported that the lower portion of the extension tubing set separated at the engagement below the micron filter while priming the line with normal saline (ns). This occurred in the infusion department. There was no patient involvement.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that the lower portion of the extension tubing set separated at the engagement below the micron filter while priming the line with normal saline (ns). This occurred in the infusion department. There was no patient involvement.